Event description:
It is reported that the impactor fractured during use and the fractured portion had to be retrieved.

Manufacturer narrative:
Evaluation summary: it is likely the fracture occurred due to high, repeated impaction forces. The design has been modified since the manufacture of this lot to change the material in order to reduce the occurrence of this type of failure. Evaluation: device history records indicate all components were manufactured and inspected to specification at the time of manufacture. As returned, the pin on the impactor has fractured at its base. The device had a potential field age of between 2 and 3 years at the time of failure.